Event description:
The customer reported that the cine function was not operating. There is not report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. No conclusion can be drawn as repair information is unavailable.